Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation" and "correction of asymmetry, change shape/size/style" via nbir. This record is for the left side. Capsulectomy/capsulotomy was performed. The device was explanted and replaced.